Manufacturer narrative:
D10 concomitant product: unk rf elec, unknown rf electrode (lot#unknown) li-min yang, hong-juan wang, shan-lin li, guan-hua gan, wen-wen deng, yong-sheng chang, lian-feng zhang. Efficacy of radiofrequency ablation combined with sorafenib for treating liver cancer complicated with portal hypertension and prognostic factors. World journal of gastroenterology 2024 march 21; 30(11). Doi: 10.3748/wjg.v30.i11.1533. Pages 1533-1544. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a comparison study evaluated the efficacy of radiofrequency ablation in combination with sorafenib for improving liver function and the impact on the prognosis of patients with this condition. Data from 100 patients with liver cancer complicated with portal hypertension from may 2014 to march 2019 were analyzed and divided into two study groups. The research group received radiofrequency ablation (rfa) in combination with sorafenib, and the control group only received rfa. Adverse reactions included diaphragm injury, portal vein and biliary tract injury, and gastrointestinal bleeding.